Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ¿sectio¿ procedure, the suture thread broke one minute into the skin closure. A new product of the same lot was used to complete the case. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 suture and 1 needle. The suture was received with an open loop. It was observed, under magnification, that the suture appeared to have split under tension. Upon microscopic inspection of the loop, evidence of material transfer was observed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.